Event description:
The valve was implanted on 1/5/1998. The valve was obstructed and had to be revised on 1/13/98, although there had been no increased amount of blood cells or protein in the child's liquor. Up to that point the valve functioned normally.